Event description:
A customer obtained imprecise vitros phbr quality control results on a vitros 5,1 fs chemistry system. Values of 52.67, 52.74, and 53.21 ug/ml were obtained from the biorad level 3 fluid versus the expected value of 67.00 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not run for vitros phbr once the issue was identified. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. The imprecise quality control results were obtained across multiple vitros phbr reagent lots, and the same reagents performed as expected on an alternate vitros system. An ocd field engineer made multiple adjustments to the microslide incubator and immunowash subsystems to return the vitros 5,1 fs chemistry system to expected operation. Following these service actions, acceptable vitros phbr performance was observed. The root cause of this event is most likely instrument related.